Manufacturer narrative:
(B)(4) supplemental MDR - leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had leakage. The following information was provided by the initial reporter: material#: 309623, batch#: 4207026. An external evaluation is required: 5307900 - gattex - leaking. Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). Bd catalogue: 309623. Bd syringe lot number(s): 4207026. Takeda awareness date: 21jul2025. Complaint description: patient reported trouble drawing medication from vial with current needles that are being sent. She is having problem with syringes. They are too short. She stated that she gets 26 gauge, 5/8 inch needles but sometimes they leak and it gives her a wrong dose. Accredo has not shipped her 26 gauge needles in the past year. No further pertinent details provided. On (B)(6) 2025 (B)(6) spoke with pt on the phone to get clarification. Pt clarified she is having problems with the 27 gauge needles leaking, she preferred the previous 26 gauge needles. Product: gattex, country of origin: united states, sample / photo availability: no sample or pictures provided. Ae: partial dose, patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Inv due by: 28aug2025. Additional information received on 31-jul. Date of occurrence is unknown. No further information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.